Event description:
Revision surgery - the pt complained of an unstable shoulder implant. There was no problem with the implant. The surgeon changed the size of the shell to tighten up the joint.

Manufacturer narrative:
The reason for this revision surgery was identified as instability after 3.5 months of pt use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. There is no info in this complaint about any pt injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. The root cause was not determined with confidence. There is no info reported that showed a material, design, or mfg problem with the product. Several factors not related to the implant can play a role in instability; such as loose joint from inadequate soft tissue, implant selection, or pt activity.